Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised the sensor needle fractured while inside of the body. Customer was advised to return the sensor for analysis and that a replacement sensor would be sent out. Device will not be returned for analysis.